Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, described as "whiter than usual." The cause of the cloudy effluent, treatment for the event, and the patient¿s outcome were not reported. It was not reported if the patient was hospitalized for the event and the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
During follow up, the cause of the event was due to an unknown calcium channel blocker the patient was receiving. The patient was not treated for the event. One day after onset, the patient was recovered. Dianeal and extraneal therapies were ongoing. The baxter disposable is no longer a suspect in the cause of this event. Should additional relevant information become available, a supplemental report will be submitted.